Event description:
It was reported that during an unknown procedure, the devices were leaking. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Duckbill out of position, damaged sleeve assembly, damaged universal seal assembly the analysis results of device (a) found that it was received with the duckbill detached from the sleeve and missing, the stopcock was detached and with the cap of the universal seal assembly broken. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.